Event description:
Healthcare professional reported left-side "breast prostheses with irregular contours and periprosthetic fluid, with [baker] grade IV prosthetic encapsulation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic fluid"; capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left-side "breast prostheses with irregular contours and periprosthetic fluid, with [baker] grade IV prosthetic encapsulation." Device remains implanted.